Manufacturer narrative:
2024-07-16: initial follow-up with customer to return product back for evaluation. 2024-07-25: second follow-up for return of product. 2024-08-29: third follow-up for return of product. As of 2024-11-01, we have not received any response back from the customer. So, since the product was not returned back to us, we are closing the investigation concluding that this was an isolated incident. Since the product was not returned to us, we are closing the investigation and concluding that this was an isolated incident.

Event description:
Patient experienced a minor laceration related to bed model number mc9rwb. The user facility reported that the patient was going too fast on their scooter and not paying attention to the distance, running into a sharp edge underneath the bed frame.

Event description:
Patient experienced a minor laceration related to bed model number mc9rwb. The user facility reported that the patient was going too fast on their scooter and not paying attention to the distance, running into a sharp edge underneath the bed frame.

Manufacturer narrative:
A resident was using their scooter and didn't stop fast enough. Their shin went into the edge and caused a laceration. Further investigation anticipated as device is yet to be returned back to the manufacturer.